Event description:
Pt requiring external pacing during an elective cardiac catheterization. Purposefully placed into asystole during the procedure. Attempt to use bipolar pacing catheter (daig corp. #401731). Required assembly - no inservice or notification provided and no warning label to assemble and no instructions. Outcome positive for pt but delayed care.